Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient that had been receiving bupivacaine (10 mg/ml at 1.535 mg/day) and morphine (7 mg/ml at 1.0745 mg/day) via an implanted pump. The new drug information was noted to be morphine (4 mg/ml at 1.0745 mg/day). The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there were no emi (electromagnetic interference) or magnetic sources present. The pump logs indicated a motor stall occurred on (B)(6) 2019 at 9:18 am with a motor stall recovery on (B)(6) 2019 at 9:35 am. No patient symptoms were mentioned. No further complications have been reported as a result of this event.